Event description:
The davinci mega needle driver #5 broke during the case. The instrument was inside of the patient, but as far as I am aware, no damage was made to the patient. The instrument was taken out and a new mega needle driver was opened to the field to replace it.